Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01229. Additional information was received stating it was initially thought only lead had migrated and had impedances but upon further investigations one lead migrated and one lead had high impedances.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]. However, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 318https://emdr.FDA.gov/emdr/formredaction/d11.jsf#6, UDI: (B)(4), serial: (B)(6), batch: a000107794.

Event description:
It was reported that the patient's left lead had migrated, and system diagnostics recorded high impedances also on the lead. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107794.